Manufacturer narrative:
The customer's report that the tubing set leaked was confirmed based on visual inspection and functional testing of the as-received set. The drip chamber spike was damaged/cracked and slightly separated at the base of the drip chamber creating a leak path. There were no other obvious damages or issues observed on the drip chamber or on the rest of the set. Although the damage was observed, the set sample was reprimed. Fluid immediately leaked from the damaged/separated area no leak was observed from any other part of the set. The cause of the leak was a damaged drip chamber spike caused by an external impulse/impact force. The root cause of the force was not identified.

Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set leaked. The customer stated that there was no patient involvement, however, it was further stated that this event caused the tubing set to be changed and is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set leaked. The customer stated that there was no patient involvement, however, it was further stated that this event caused the tubing set to be changed and is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.